Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s cgm was reading 200 mg/dl. No bg meter comparison value was reported. The patient was wearing a tandem insulin pump. The patient was feeling dizzy, vomiting, and was having leg cramps. The patient¿s mother brought the patient to the emergency room for evaluation. At the ER, the patient¿s cgm was still reading 200 mg/dl and the bg meter was reading 800 mg/dl. Blood work was also drawn. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin, potassium, and an unspecified pain medication. The patient¿s wearable was also removed. The patient was discharged on (B)(6) 2025. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. At the hospital, the patient's glucose was checked and it was found to fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.